Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The ventilator was placed on a patient by a nurse sometime between 5:28 am and 11:28 am. At the 11:28 am respiratory check the respiratory therapist reported the device had stopped operating on the patient. The user found the screen was on but the device was not functioning. The patient was placed on another ventilator. A blood gas was ordered and completed at 12:46 after the patient was back on ventilation for approximately an hour. Noted change in blood gases as a result. Po2 was 98 and it decreased to 77, pco2 was 58 and it increased to 90 as a result. There was no patient harm.

Manufacturer narrative:
No patient details / information has been provided.